Manufacturer narrative:
The information provided on this form was previously submitted under manufacturing report number 0001822565-2017-02085. (B)(4). Concomitant medical products- it was reported that multiple devices were used during the procedure and may have caused or contributed to the adverse event. Zimmer biomet requested additional information on these devices from customer; however, a response has not yet been received. If this information becomes available, a supplemental MDR will be submitted. (B)(6). Customer has indicated that the product will not be returned to zimmer biomet for investigation. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted

Event description:
It was reported that a patient underwent revision surgery due to tibial loosening approximately two years post implantation. Attempts have been made for additional information and are unavailable at this time.

Manufacturer narrative:
Reported event was unable to be confirmed due to limited information received from the customer. DHR was reviewed and no discrepancies relevant to the reported event were found. Root cause was unable to be determined as the necessary information to adequately investigate the reported event was not provided. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.